Event description:
Clinical study patient ID: (B)(6). It was reported that a 28mm rigid saddle ring was implanted on (B)(6) 2021. On (B)(6) 2021, the patient had chest pain after coughing. Thorax tomography showed a hemothorax in the right side of unknown origin. An emergent operation was done. After the operation, the patient had hypovolemic shock and blood transfusions were performed with the patient returning to stable condition. The ring was reported to be working as intended. At 1 year follow-up performed on (B)(6) 2022, the patient was reported to be in good and stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hemothorax was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the device was working as expected. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.